Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a replacement surgery the newly implanted generator displayed end of service (eos = yes). A generator reset was attempted to resolve the issue, but was not successful. Per the report, the generator initially was observed ok, but a second interrogation showed the device at eos. Response was later received that the physician inadvertently used an electrocautery instrument after implanting the generator to cut a small point on the skin. An update was also received that during follow up, the eos alert was resolved; the battery reading was ok. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission

Event description:
Programming data was received for review. The battery status was observed at end of service (eos) due to the measured voltage. The battery capacity used, however, showed that the only a small fraction of the actual battery had actually been consumed. As it was known previously that the surgeon inadvertently used electrocautery during the procedure, and that the battery reading rebounded and showed ok status, the premature battery depletion is due to an asic-latch up caused by user error.